Event description:
The customer reported scope communication error E104 during an inspection for use involving an Olympus rigid video laparoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) Hospital, an independent administrative institution.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.